Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that multiple loss of prime warnings had been recurring. The reported denied any power loss and stated that there was no loose cartridge cap and no change in temperature or force. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: a loss of prime with non-zero force event was found to be recorded in the black box. There was no loss of primes during investigation. The force sensor calibration reading was within specifications. The battery compartment was observed to be cracked in two places. Both cracks were from the case seal to just below the grip. The pump was opened and removed from the case. No moisture or corrosion was observed in the pump.